Manufacturer narrative:
Manufacturer¿s ref no: (B)(4). The purpose of this MDR is to report that the product is no longer available for return and multiple attempts to obtain additional information were unsuccessful. [Conclusion]: the healthcare professional reported that the 1.50mm x 4.00cm galaxy g3 mini coil (glm915040 / 30360502) was the fourth and last coil chosen for the procedure; it was reported that the physician did not like the shape of the coil deployment and decided to remove the coil. During the resheathing attempt, the coil introducer failed to be re-zipped. It was unzipped at 2cm from the green part of the introducer. Another 1.50mm x 4.00cm galaxy g3 mini coil was used and the procedure was successfully completed. There was no report of any patient adverse event or complication. Multiple attempts to obtain additional information related to the procedure, the reported device issue, and to obtain the product for analysis were unsuccessful. If additional information is available at a later date and the product is returned, the file will be updated accordingly. Based on complaint information, the device was not available to be returned for analysis. A review of manufacturing documentation associated with this lot: (30360502) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. The complaint documented that during the procedure, the 1.50mm x 4.00cm galaxy g3 mini coil was the fourth and last coil chosen for the procedure, the coil was deployed but the physician did not like the shape of the coil deployment and decided to remove the coil. The resheathing attempt failed as the coil introducer could not be re-zipped / resheathed. The coil was unzipped at 2cm from the green part of the coil introducer. The issue related to the re-zipping / re-sheathing of the coil could not be confirmed with the limited information available and without the product available for analysis. Positioning difficulty / poor conformability is a known potential issue associated with the use of the device. Factors such as the shape of the target lesion, tortuosity of the parent vessel may have contributed to the way the coil is positioned and / or conforms when it gets delivered to the target site. With the limited information the reported customer complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size / vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issues documented in the complaint. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4), the purpose of this MDR submission is to report that the product analysis lab received the returned complaint device on (B)(6) 2020; the returned product underwent evaluation and analysis. [Conclusion]: the healthcare professional reported that the 1.50mm x 4.00cm galaxy g3 mini coil (glm915040 / 30360502) was the fourth and last coil chosen for the procedure; it was reported that the physician did not like the shape of the coil deployment and decided to remove the coil. During the resheathing attempt, the coil introducer failed to be re-zipped. It was unzipped at 2cm from the green part of the introducer. Another 1.50mm x 4.00cm galaxy g3 mini coil was used and the procedure was successfully completed. There was no report of any patient adverse event or complication. Multiple attempts to obtain additional information related to the procedure and the reported device issue were unsuccessful. If additional information is received at a later date, this file will be updated accordingly. The device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 1.50mm x 4.00cm galaxy g3 mini coil was received contained in a pouch. Visual inspection was performed. The device positioning unit (dpu) was observed protruding from the introducer and kinked at 181 cm from the proximal end. No other damages nor anomalies observed during the visual inspection. The marker band was found at 39cm from the hub. This is within specification. Microscopic inspection was performed. The embolic coil was observed in good condition under magnification. No damage nor anomaly was noted on the coil. Functional evaluation was precluded due to the dpu being observed protruding from the introducer and in kinked condition. A review of manufacturing documentation associated with this lot (30360502) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The complaint reported that the physician did not like the shape of the 1.50mm x 4.00cm galaxy g3 mini coil when it was deployed and removed the coil; attempt to resheath the coil failed. The issue related to the resheathing attempt was confirmed not based on functional evaluation but based on the condition of the dpu of the returned device being kinked and protruding from the introducer. Force may have been applied during the resheathing attempt which resulted in a kinked dpu being protruding from the introducer. Positioning difficulty / poor conformability is a known potential issue associated with the use of the device. Factors such as the shape of the target lesion, tortuosity of the parent vessel may have contributed to the way the coil is positioned and/or conforms when it gets delivered to the target site. With the limited information available related to the procedure and the device malfunction as reported, the reported issue related to the coil shape post-deployment was not confirmed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided; however, it is possible that in this case, the aneurysm size / shape, and vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported positioning difficulty / poor coil conformability. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode is krd/hcg. The name, phone and email address of the initial reporter are not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (30360502) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the 1.50mm x 4.00cm galaxy g3 mini coil (glm915040 / 30360502) was the fourth and last coil chosen for the procedure; it was reported that the physician did not like the shape of the coil deployment and decided to remove the coil. During the resheathing attempt, the coil introducer failed to be re-zipped. It was unzipped at 2cm from the green part of the introducer. Another 1.50mm x 4.00cm galaxy g3 mini coil was used and the procedure was successfully completed. There was no report of any patient adverse event or complication.